Event description:
It was reported that the valve was occluded.

Manufacturer narrative:
The initial event description was unclear on whether the valve or the entire shunt system was explanted. There was hardened red proteinaceous debris inside the returned catheter. No other anomalies were found. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.